Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue; however, physio did observe a separate display issue with the device. The customer declined to have the device repaired and the device was returned to the customer with no repairs being performed. Physio-control advised to the customer to not use the device in its current condition. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.